Event description:
See initial report.

Manufacturer narrative:
The reported event concerns the ¿art. Pump rebooted¿ alarm message, indicating that the control unit connected to the arterial pump experienced a timeout, leading to a self-restart of the pump to resume normal operation. In such scenarios, as per device software requirement specifications, the control unit shall detect a possible watchdog reset and automatically restore any previously assigned role and intervention linkage within 5 seconds after completion of the reset. After the control unit reset, the pump shall stop, and the user needs to turn the control knob to operate the pump, as suggested in the device instruction for use (IFU). Based on the above, the reported event has been re-assessed as not reportable, since it unlikely to result in death or serious injury, even if it recurs.

Manufacturer narrative:
A1-a5. Patient information was not provided. H11. Livanova deutschland manufactures the essenz hlm, the event occurred in united states. Livanova field service engineer was dispatched to customer facility, serial read outs (real time device parameters and setting recording file) were collected and analyzed. The log analysis identified error codes 4421 and 4441 indicating that the backup control unit (ccu1) connected to the arterial pump experienced a timeout and needed to be restarted. After performing all the functional tests with positive results, the system was put back into service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that the essenz hlm arterial pump rebooted during the arterial pressure checks. Reportedly, following the reboot, the arterial pressure check was performed successfully, although error messages related to the arterial pump were displayed. After the system was powered off and on, problem was solved, and the procedure continued without further issues. The issue occurred during priming. There was no patient injury.